Event description:
It was reported that after a low rectal anterior resection procedure, the operation was completed and no problems were found. The devices were discarded. After a few hours, the nurse told the surgeon the patient was bleeding badly. Re-operation was taken immediately. Now the patient is in stable condition. Three devices were discarded.

Manufacturer narrative:
(B)(4). Additional information requested: was the bleeding intra-luminal or extra-luminal? What other types of devices were used in the procedure? What was done to address the bleeding? Where was the site of the bleeding? What was the patient diagnosis? Did the patient received chemo/radiation therapy prior to procedure? What was the condition of the tissue? Was the force to fire higher or lower than expected? What was the staple formation in original and reoperation? Where was this device used in the procedure? Batch # unk.